Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the bilt3 (bilirubin total gen.3) assay on a cobas 6000 c (501) module. The sample initially resulted in a bilt3 value of 0.8 mg/dl. The initial value was reported outside of the laboratory and questioned by a physician. The patient sample was repeated, resulting in a bilt3 value of 15.8 mg/dl. The bilt3 reagent lot number and the expiration date were asked but not provided.

Manufacturer narrative:
The bilt3 reagent lot number was 61435701 with an expiration date of 31-aug-2023. The last calibration performed on 13-jul-2022 was acceptable and there were no alarms. Quality control recovery was within specifications. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer checked the analyzer; there were no abnormalities. No further issues were reported after the service visit. The investigation could not identify a product problem. The cause of the event could not be determined.